Manufacturer narrative:
The lot number was provided for two out of two malfunctions; therefore, a lot history review was performed. Out of the reported two malfunctions, two devices were returned to the manufacturer for evaluation. One malfunction is confirmed for self-activation and failure to prime. For the one remaining malfunction, it was confirmed for self-activation but inconclusive for failure to prime. A definitive root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced failure to prime and self-activation. This information was received from various sources. Of the two failure to prime and self-activation, one did not involve a patient, and one involved a patient with no patient consequences. Age, weight, and gender was not provided for the one patient.